Event description:
It was reported that medical attention was sought early (B)(6) 2017 after the end user's prodigy diabetes meter became frozen on the last blood glucose test and would not work properly. The end user felt that her blood sugar was low and attempted to perform a blood glucose test. She was not aware of her surroundings and the paramedics were called. The paramedics performed a blood glucose test with their meter but the end user could not recall the result. No treatment was administered and the end user was transported to the ER. Upon arrival to the ER an IV was administered and after several days in the hospital the end user was discharged. No additional details were provided in relations to this medical event.